Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Accessory: model 8590-9, lot# n307740, implanted: (B)(6) 2012. (B)(4). Asymptomatic for any overdose.

Event description:
It was later reported that there had been reservoir discrepancies during the "past few" pump refill appointments. The expected reservoir volume (erv) was 3.6ml and the actual reservoir volume (arv) was 1.5ml. Due to a family emergency, the patient was forced to postpone her pump replacement until (B)(6) 2013. The patient status was ¿alive ¿ no injury¿. The device system was used to deliver dilaudid.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was later reported that preservative free saline was put into the pump at the time of replacement. The patient was going into the office the week of (B)(6) to have drug put in.

Event description:
A volume discrepancy was reported, actual residual volume 2 and expected residual volume 11 (units not reported.) The two prior refills had discrepancies "but not as much as the last refill." Patient was noted as "asymptomatic for any overdose," and "still" reported pain symptoms. The device system was used to infuse hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final pump analysis revealed no anomaly found - pump passed all infusion, non-destructive, and full destructive testing. Dispense testing and additional 24 hour infusion testing passed showing that the pump was dispensing accurately. Final analysis of the catheter/sc connector revealed no significant anomaly - damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.